Event description:
It was reported that the needle hub separated from the relion® insulin syringe before use. Lot 9324120 and an unspecified lot were reported to have had 2 occurrences each of the event. The following information was provided by the initial reporter: "relion consumer stated, the shields are on really tight so she has to pull hard to remove them. Stated, when shield finally comes off, the needle and hub are stuck inside shield."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text: see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9324120, medical device expiration date: na, device manufacture date: 2020-02-14. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe before use. Lot 9324120 and an unspecified lot were reported to have had 2 occurrences each of the event. The following information was provided by the initial reporter: "relion consumer stated, the shields are on really tight so she has to pull hard to remove them. Stated, when shield finally comes off, the needle and hub are stuck inside shield."